Event description:
Customer reported via phone call to have high blood glucose of over 600 mg/dl, which was treated with manual injection. Customer had symptoms of sweat and feeling bad. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. After troubleshooting, it was noted that cannula was bent. Customer was advised that infusion set would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.